Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record for part # 00770100000, serial # (B)(6) determined the calibration and test cut met specification. Devices are used for treatment. A definitive root cause cannot be determined. The event could not be confirmed for part # 00770100000; serial # (B)(6).

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that mesher/cutter was producing an incomplete mesh in conjunction with wear on the gears/other replaceable parts. No adverse events were reported as the living legacy foundation is a skin cadaver bank.